Manufacturer narrative:
The rv lead is expected to be returned back from the field for analysis, this event will be updated once analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall of the patient. The patient was brought back into the hospital and surgical intervention was performed to attempt to reposition the rv lead, however it exhibited low amplitude morphology measurements and noise in a new location. Additional intervention was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no setscrew marks on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall of the patient. The patient was brought back into the hospital and surgical intervention was performed to attempt to reposition the rv lead, however it exhibited low amplitude morphology measurements and noise in a new location. Additional intervention was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.